Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Updated: per analyst: this medwatch 1818910-2013-13648 has been rejected. The product page for the (B)(4) has been deleted from etq. (Dislocation because of cup mal-positioning only requires the cup to be reported.)

Event description:
Patient was revised to address dislocation.